Event description:
It was reported that the patient was taking oral pain medication and had ¿increased confusion and lethargy¿ at the time of the event.

Event description:
No new inromation recieved. Additional information that pertains to this event has already been reported. Please refer to manufacturer report # 3007566237-2010-01456.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, lot# serial# unknown implanted: (B)(6) 2009, explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had previously had problems with the catheter being twisted. It was reported that they had to do a "pump-o-gram" and a revision to fix it. It was later reported that the patient had a kink in his catheter "four years ago" and it was discovered by being very persistent on the pump scan and it was fixed. It was unknown what medication was used in the device system at the time. Additional information has been requested but was not available as of the date of this report.